Event description:
The pump was involved in an over delivery of a tpa solution. It was reported that a 100 ml tpa solution was administered per the hosp protocol. It was initially programmed at a rate of 450 ml/hr with a vtbi of 15 ml, then it was set at 100 ml/hr with a vtbi of 50 ml. The pump was then to be set at 35 ml/hr to deliver the remaining 35 ml over one hour. However, the entire amount had gone in after only running at 100 ml/hr for 30 minutes. The infusion pump was removed from the pt. However, no medical or surgical intgervention was required.